Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed due to the faulty microswitches on the latch assembly. The field service engineer resolved the issue by replacing the microswitches. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager latch failed to recover. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay or harm to the patient. There were no adverse events or injuries reported based on this incident.